Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18m0476. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided with this kit cautions the user, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that resistance was felt while inserting the arterial catheter. A kink in the wire was observed.